Manufacturer narrative:
The field service representative (fsr) verified that the 'oxygen pressure low' alarm was displayed, but the actual oxygen pressure was normal. He replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. The suspect device will be sent back to the manufacturer for further evaluation. This complaint is related to (B)(4)/ medwatch #1828100-2020-00146.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'low oxygen supply' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During testing of the device at the service center, the service repair technician (srt) duplicated the reported issue. The srt determined that the pressure transducer on the oxygen side was bad and was causing the 'low oxygen supply' message to appear. As a result, the pressure transducer was replaced and then all tests were successful and passed. The blender was also found to have excess grease so was taken apart, rebuilt, and the grease removed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicate the reported issue as the electronic patient gas system (epgs) would not pass calibration. There was no gas flow observed and a 'low oxygen alarm' was displayed. The pst was able to manually adjust the gases but the error message was still present. Per additional information from the manufacturer's technical support specialist, a blockage in the sechrist blender is most likely the cause.